Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump had a stuck button and alarmed battery out limit. Customer's blood glucose level was 10.2mmol/l at the time of the incident. It was reported that the customer was unable to bolus due to button stuck and unable to proceed even with a battery change due to unreactive buttons. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit due to unresponsive button. The insulin pump was received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip.